Manufacturer narrative:
The samples were lithium heparin plasma with a gel barrier. The samples were refrigerated prior to repeat testing on (B)(4) 2011. A system check performed on 02/09/2011 met the specifications. Qc was within the established ranges before and after the event. Qc level 2 was out low 2sd on 02/10/2011, and qc levels 1 and 3 were out 2sd low on (B)(4) 2011. After the customer recalibrated with the same reagent and calibrator lots, all three qc levels were within the specifications near the means. Service was offered but the customer declined. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to free t3 (frt3) results below the normal reference range generated on access 2 immunoassay analyzer for three patients' samples. The results were reported out of the laboratory. Subsequent testing after recalibration of the system produced results within the normal reference range. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.